Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. The analyst noted that the longevity bar is initializing for 24 hours. (B)(4).

Event description:
It was reported that during the implant procedure, an estimate of longevity was not able to be obtained. When the patient was seen six days later a longevity estimate was able to be obtained. The device remains in use. No patient complications have been reported as a result of this event.